Manufacturer narrative:
This report is submitted on october 10, 2017.

Event description:
It was reported that the patient experienced cholesteatoma in the middle ear and the device was subsequently explanted on (B)(6) 2017, in order to remove and treat the cholesteatoma.

Manufacturer narrative:
It was reported that the patient experienced infection prior to explantation. Correction: the date of explant is (B)(6) 2017 not (B)(6) 2017 as previously reported.